Event description:
It was reported that a kink was in the tubing located on the cassette's pressure plate; it did not allow the pump to recognize the cassette properly. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. Photographs received show a kink in the cassette tubing. A product sample was received for evaluation. Visual and functional testing were performed. A kink and misalignment in the cassette tube was observed. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The most probable root cause is that tube was kinked and misaligned during assembly and it was not inspected. Quality alert was created and trained on in order to assure that the production personnel correctly assemble the cassette tube.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07815 is no longer considered reportable, please disregard any MDR reports associated with it.